Event description:
The olympus employee reported on behalf of the customer that the single use distal cover fell off inside the patient during therapeutic endoscopic retrograde cholangiopancreatography (ercp) and the distal cover was retrieved with another device. An unknown delay was reported during the procedure. The procedure was completed with the same device, and the diagnostic and therapeutic outcome were unaffected. No error messages were displayed. Further follow-up was conducted; however, no information regarding the procedure is available. There were no reports of patient harm or infection. The event has been reported under the following patient identifiers: related patient identifier # (B)(6); single use distal cover, model # maj-2315; lot# h2907 related patient identifier # (B)(6); evis exera iii duodenovideoscope; model # tjf-q190v; serial # (B)(6) (this report ).